Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties with the plunger; however, the treatments appear to be related to circumstances of the procedure. It should be noted the perclose proglide electronic instructions for use states: backload the device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. Remove the guide wire before the exit port crosses the skin line. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6fr sheath after a diagnostic coronary angiogram. Reportedly, after inserting the proglide device in the artery over the guide wire, the guide wire was not removed. The proglide sutures were fired and the plunger and sutures were attempted to be pulled out of the device. The plunger would not come out of the proglide and became stuck. The patient was sent to surgery where the guide wire and proglide device were removed. Hemostasis was achieved surgically. The operator is reported to be trained in the use of the proglide device. No additional information was provided.